Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device worked intermittently. The physician was taking very large bites at the highest speed setting through very fibrous tissue. When the surgeon attempted to morcellate a bigger piece of tissue, the device would stop working for a minute and it seemed like the tissue would get stuck and then it would start working again. The cable on the device would wrap around itself when the unit stalled, jammed up. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01418 and medwatch 2210968-2013-01420. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate, and the drive cable kept twisting during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate as intended.